Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy. Diagnostics indicated the, "replace generator. The generator has reached its end of service," message displayed on external devices. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2020-00129 should not have been reported as an medical device report (MDR) after additional information received confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus no longer reportable.

Event description:
Additional information received indicated that analysis findings confirmed the ipg exhibited normal device characteristics and confirmed the device depleted normally.